Manufacturer narrative:
This ICD remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited untimely elevations of impedance. The associated rv lead is a competitor's lead. Patient will be followed-up soon, and there were no adverse patient effects reported.